Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump alarm was not loud. Customer stated that the insulin pump had oily rainbow effect on screen. Insulin pump had grinding noise when rewinding. Insulin pump rejected new battery. Insulin pump were lost settings and was seized. Customer reprogrammed clock. No harm requiring medical intervention was reported. The device will not be returned for analysis.